Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "explantation of the implants due to cancer risk (bia-alcl) and the related recall of the manufacturer; also rupture of the left implant it sono and mrt, also symptoms of bii (breast implant illness): pain, autoimmune disease of the scalp (rubens lichem), hypothyroidism, chronic sinusitis (also after ent surgery), headaches, concentration problems, night sweats, dry mucous membranes, cervical dysplasia, fructose intolerance, non-specific gastrointestinal problems". This record relates to left side. Device has been explanted.